Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced the low blood glucose. The customer's blood glucose was 39 mg/dl. The customer was treated with the mini coke and apple juice. The zanaflex caused customers sugars to get low and customer was aware. The troubleshooting was not required as the medication was cause of low. The troubleshooting was declined. The insulin pump will not be returned for analysis.